Event description:
Several falsely elevated hcg results were obtained on multiple samples on a single patient over the period of a month. The results were reported to the physician. Four of the samples were reported at an alternate facility and negative results were obtained. The patient was treated with methotrexate. There was no report of adverse health consequences as a result of the falsely elevated hcg results

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.